Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient representative reported "plaintiff underwent painful removal procedures as well as treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, explant, reconstruction, seromas, physical pain, scarring and disfigurement. Plaintiff , an autoimmune disorder, irritable bowel, chronic gastrointestinal upset or reflux, chronic insomnia, breast soreness, extreme rash across chest, neck, and scalp, open lesions on her scalp, dermatomyositis, difficulty swallowing, hair loss, heat sensations across breasts and chest, severe body and muscle weakness, difficulty lifting arms and head, and diarrhea/vomiting/nausea on an ongoing basis. Additionally, plaintiff suffered aggravation of underlying conditions including emotional distress, and anxiety, as well as loss of quality of life and depression; and other physical and emotional manifestations that are severe and ongoing. This record is for the left side. Device has been explanted.